Event description:
Healthcare professional reported, capsular contracture, baker grade IV. This record relates to the right side. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: deformation device observed, on the device. Red and black particles observed, on the device. No further actions are required, as the device was implanted.

Manufacturer narrative:
Continued h6: f2203 - imaging required. A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade IV. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. This record relates to the right side. The device was explanted and replaced.